Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse found the filter up-side down. Several samples were reading zero for sa1c on reporting software but there was an hbe flag on those samples. The fse observed that the rt was varying and replaced both check valves. The fse calibrated the instrument and ran qc. The g8 analyzer was up and operational and all errors cleared. The g8 analyzer was functioning as intended. No further action required by field service. The probable cause of the event was related to the purge check valve. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported high pressure errors with the g8 analyzer. The customer states that troubleshooting was performed by replacing the column and three filters but the error persists. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.